Manufacturer narrative:
Pump was received with no escape button response due to unlocked j2/lcd keypad connector. Cut pump, locked the keypad connector, and continued testing. Pump was received with normal operating currents, passed the unexpected error test, self-test, and the displacement test. Unable to perform the occlusion test, basic occlusion test, prime test, and excessive no delivery test due to pump being cut open for unlocked keypad connector. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported of battery out limit alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump gave numerous battery out limit alarms even with a new battery. The product was returned for analysis.